Event description:
The customer reported observing potentially false negative pt sample results. The samples were positive when tested using one alternative method, but in agrement on another alternative method. A false negative may result in inappropriate physician action. There was no report of pt harm as a reuslt of this event.